Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information an evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Additional information for section h10 related report numbers: 3005094123-2026-00112.

Event description:
The customer reported falsely elevated alinity I prolactin results for a 62-year-old male patient. The following data was provided: on (B)(6) 2025, sid: (B)(6): initial result (lot: 72165ud00, (B)(6) = 1980.092 ng/ml, repeat with 1:10 dilution (B)(6) = 3083.830 ng/ml, repeat with no dilution (B)(6) = 3230.905 ng/ml. On (B)(6) 2025, sid: (B)(6): initial result (lot: 75050ud00, (B)(6) = 2225.910 ng/ml, repeat (B)(6) = 3468.409 ng/ml, repeat with 1:10 dilution (B)(6) = 3229.661 ng/ml. On (B)(6) 2026, sid: (B)(6): initial result = 3092.7 ng/ml. No impact to patient management was reported.